Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. The delivery system will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : delivery system has not been returned.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2024. It was reported that during the procedure the syringe filled with polymer was attached to the auto injector and getting ready to cannulate. Two minutes after the polymer injection it was noted that part of the sealing and support rings, along with the contralateral limb did not fill with polymer as expected. The syringe was still full of polymer, therefore, there was no polymer leakage observed. The physician moved the delivery system slightly to see if there was any change but there was minimal difference. After six minutes a slight change but still the main body remained only partially filled. After observing the situation for 14 minutes, the physician proceeded to balloon and used the cross-over lumen to cannulate the contralateral limb. Despite initial difficulties, the procedure was successful in excluding the aneurysm without leakage. The patient was reported as being stable and is currently being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto intraoperative filling problem of the contralateral limb complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy-related. The proximal stent margin of the left limb was abutting a thick shelf of calcium, which likely contributed to the filling problem of the contralateral limb (anatomy-related). There was thick calcium buildup around the aortic neck, cautioning product use. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (anatomy-related) of the lumbar arteries also occurred. The type ii endoleak of the lumbar arteries was discovered during a review of the computed tomography (CT) scan dated on (B)(6) 2024. The final patient status is reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.